Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the tips were bent on the curved bipolar dissector instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's main tube was cracked. The distal end of the main tube was cracked. As a result, the proximal clevis was seated improperly at the clevis and main tube interface. The cracked damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the cracked main tube if to recur could cause or contribute to an adverse event.